Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that towards the end of a transesophageal echocardiography (tee) procedure, a usacquisitionhw_40_0 error message was displayed while the transducer was connected to the ultrasound system. It was not necessary to repeat the procedure because no data was lost. There was a 15 minutes delay in completing the procedure. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplement report # 2 is being submitted to provide the device available for evaluation (see section d10) and update device for evaluation by manufacture (see section h4). The device referenced in this report was returned to the siemens for investigation. The visual inspection showed a hole on the c-flex articulation sleeve material inspected for the hole that was caused by liquid infiltration via hole. That infiltration affected electrical that caused malfunction inside transducer. New articulation sleeve material has been implemented since sep. 2016 as improvement action. This defective transducer is prior corrective action.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.